Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: 6.0 ml/hr. Procedure: left shoulder surgery. Cathplace: interscalene. It was reported that although the bolus button was in the down position there was no infusion. The staff did not think that the catheter has any issues since they irrigated it, and another pump worked out fine.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. Results - without the actual product, an analysis cannot be conducted. Conclusions - if additional info pertinent to this event becomes available, I-flow will submit a follow-up report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release.